Manufacturer narrative:
Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
Received a copy of the customer's sus voluntary event report from FDA which states, ¿care fusion extension set ref # (B)(4) leaking blood at point behind pt connection when primed to the end affected lots 19035714, 17116703, 17125852, 19025343". There was no customer/hospital name, address, or contact provided; no further information will be available.